Event description:
Account reported that the rubber injection port popped while injection steriods and isoview 300 contrast. Reportedly, solution and injection port squirted into physician's face. No injury or medical intervention required by physician or pt. It was reported that physician was wearing glasses at the time of reported incident.